Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat an ectatic and mildly calcified mid right coronary artery. Pre-dilatation was performed with an unspecified balloon catheter. A 3.5 x 15 mm xience xpedition stent was implanted when a distal edge dissection occurred. An unknown stent was successfully used to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.